Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the primary line of the device was programmed to deliver 1 liter of an unspecified IV fluid. The secondary line was programmed to deliver an unspecified concentration of decadron. No further programming parameters were provided. After an unspecified length of time, the decadron delivery was complete and the secondary tubing set was removed from the device. At that time, the primary line of the device was reprogrammed to deliver at a rate of 999 ml/hr. It was reported that one hour after the delivery was started the nurse returned to the patient's room and found the device alarming for a callback alarm. At that time, the nurse noted the IV fluid bag was empty and air was noted in the tubing set. It was reported that air was noted in the tubing set from the IV fluid bag to approximately 6 inches from the patient's IV port. The customer contact reported no air was delivered to the patient. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Therapy was not restarted with a replacement device since the delivery was complete. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.